Manufacturer narrative:
The integra 400 plus analyzer serial number was (B)(6). The na, k, and cl lot numbers with expiration dates were not provided.

Event description:
The initial reporter complained of discrepant low results for sodium (na), potassium (k), and chloride (cl) on a cobas integra 400 plus analyzer. The initial na result was 121 mmol/l. The repeat result was 136 mmol/l. The result from a new sample was 136 mmol/l. The initial k result was 3.8 mmol/l. The repeat result was 4.3 mmol/l. The result from a new sample was 4.4 mmol/l. The initial cl result was 93 mmol/l. The repeat result was 105 mmol/l. The result from a new sample was 106 mmol/l. The initial results were questioned by the physician based on the patient¿s clinical presentation and the sample was repeated.

Manufacturer narrative:
The reference electrode lot number was 31233347 with an expiration date of 24-may-2024. Qc was acceptable. There was no indication of a reagent performance issue. The field service engineer (fse) found an issue with the valves and the na electrode. The fse replaced the valves and the na electrode. The fse also replaced the preamp board, the distributor blocks, and the electrode contacts. Single measurement and precision checks were acceptable. The service actions resolved the issue.